Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of her sensors is broken. Customer tried to attach it to herself but it broke and she cannot re-thread it. Customer stated that when she tried to insert the sensor, it did not attach to her and it was separated from the base. Customer's blood glucose was 108 mg/dl at the time of the incident. Customer stated that nothing was stuck in the serter. The serter released the sensor. Customer was advised to discard the sensor.